Manufacturer narrative:
(B)(4). Further information from the reporter regarding the event and product details has been requested. No additional information is available at this time. The physician discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. The events of healing delayed, palpability, exposure (impending extrusion), and no adherence are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because medical intervention was required, although device-relatedness has not been established. This event is reported against the right side, and is the same event and the same pt reported under MDR ID #3008374097-2014-00037 (allergan complaint (B)(4)).

Event description:
Healthcare professional reported implantation of seri during a breast reduction surgery on (B)(6) 2014, following which pt presented on (B)(6) 2014 with device "palpability" and "developed non-healing wounds and exposures of [seri]." This report is for the right side. Physician reports the non-healing wounds developed on the incisional suture line, and was not considered to be either an ulcer or erosion. Seri device was fully explanted bilaterally on (B)(6) 2014 due to recurrence of events and delayed healing. During explant surgery, physician noted seri was not "well apposed" and was not lying "flat against the underlying tissue" at places due to the type of procedure of fluid collecting between seri and the underlying tissue. Physician considers events being due to the "non-apposition" possibly initiating a "foreign-body type reaction/rejection." All events were confirmed as bilateral in nature.